Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok tip syringe only foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: our pharmacy department that they had a handful of 30ml syringes with "dirty" black marks on the inside of the syringe package. These markings due wipe off if you rub your hand on the package.

Manufacturer narrative:
The following fields have been updated due to additional information: d9: device available for eval?: yes. D9: returned to manufacturer on: 23-nov-2022. H6: investigation summary: it was reported the syringes packages had dirty black marks in the package. To aid in the investigation, one sample in an opened packaging blister and three empty packaging blisters were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed on the syringe. The packaging blisters were inspected and the top web has light dust adhered to it. No other defects or imperfections were observed. This defect could occur if during cleaning of the packaging area some dust was wiped out and got into the packaging blister webs. A device history record review was completed for provided material number 302832, lot 2088766. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Verification of the packaging areas were performed. The area was clean with no signs of dust or any other foreign matter. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd luer-lok¿ tip syringe only foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: our pharmacy department that they had a handful of 30ml syringes with "dirty" black marks on the inside of the syringe package. These markings due wipe off if you rub your hand on the package.